Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cyst ("cyst every month with ovulation"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain had not resolved and the cyst outcome was unknown. The reporter considered cyst and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: pelvic pain and cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: pfs received: case upgraded to serious incident. New event cyst was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.